Manufacturer narrative:
The subject device was not returned to olympus medical systems corporation (omsc) for evaluation since the facility discarded the subject device. Considering past similar case, omsc concluded that since the flushing air flow from aer to the channels was not provided due to the broken pin, the reprocessing solution remained within the channel and ran out when removing the endoscope. The connecting tube was delivered to the facility on (B)(6) 2012. Based on the similar case, the pin likely broke due to degradation and excessive force during four years use. The device instruction manual indicates in its ¿preparation and inspection¿ that ¿visually inspect the pin of the connecting tube to ensure that there are no bends or breaks.¿

Event description:
The user facility reported that when the staff removed the endoscopes from an automated endoscope reprocessor (aer) after reprocessing, more volume of reprocessing fluids than usual flowing out from the channel of the endoscopes persisted for more than one week. An olympus field service engineer (fs) visited to the facility for inspection of the aer. The fs found the reprocessing solution did not run out from the connecting tube since the pin within its connector was broken. According to the information from the facility staff, the facility had reprocessed endoscopes using the connecting tube with broken pin for one week, and the reprocessing for endoscopes were insufficient during the period. At present, there was no report of infection associated with this event.